Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an ent procedure the device locked on tissue. To free the device and the needle form the tissue a small portion of the tissue was cut. The surgeon has indicated that this small portion of tissue would have been removed during the surgery and that there was no additional tissue damage. The patient is currently fine.